Event description:
It was reported that this right atrial (ra) lead was exhibiting noise signals and fluctuations in impedance measurements. The ra presented low amplitude and high capture thresholds. Later on, an xray was performed and the lead was confirmed to have dislodged. The patient experienced pocket stimulation and pacing inhibition. The lead will be revised in the future. No additional adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.

Event description:
It was reported that this right atrial (ra) lead was exhibiting noise signals and fluctuations in impedance measurements. The ra presented low amplitude and high capture thresholds. Later on, an xray was performed and the lead was confirmed to have dislodged. The patient experienced pocket stimulation and pacing inhibition. The lead will be revised in the future. No additional adverse patient effects were reported.